Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2018 with the following findings: during investigation, the black box verified eaw162 ¿loss of prime events¿ on (B)(6)-2018 with low non-zero force. Investigation testing was unable to duplicate ¿eaw 162¿ l.o.p. During basal duration testing . The force sensor calibration test confirmed the force sensor is within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.